Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a "vessel pick up" error. The ccc specialist performed trouble-shooting with the customer via telephone. The customer performed the following: the stuck vessel was removed, the vessel pusher and pusher bar, bushing and suction cup and vacuum cup were cleaned. Re-assembled the vessel loader assembly, aligned and loaded vessels without error. The delay in testing was potentially caused by the stuck vessel. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
There was a two hour delay in testing on patient samples on a dimension vista 500 instrument. The delay involved stat samples including cardiac troponin-I (ctni). The customer was processing samples, when the system halted with the "vessel pick up" error. The delay was apparent to the user. There are no reports of patient intervention or adverse health consequences due to the delay in testing.